Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp was dislodged during tether mode. The lp was not installed and procedure was completed using new lp on (B)(6) 2024. The patient was stable.